Manufacturer narrative:
After further review of additional information received the following sections g4,g7,h2, h3, h4 and h6 have been updated accordingly. As reported, the sealant of a 5f mynx control vascular closure device (vcd) deployed in the sheath upon advancement and it got stuck during insertion into the unknown sheath, but they managed to pull the device out. The sealant just got wet too early and swelled a bit prematurely. Therefore, they ended up putting a new device into an existing sheath and it worked fine. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. It was reported that ¿the sealant of a 5f mynx control vascular closure device (vcd) deployed in the sheath upon advancement¿. However, visual inspection of the device showed that both buttons 1 & 2 were not depressed, the syringe was connected to the device with the stopcock open, and the sealant was observed to have remained in the manufacturing position as received. It was also noted that the sealant outer sleeve assembly was slightly damaged/bent, but there was no blood observed on the sealant. The procedural sheath was not returned with the device. Per functional analysis, resistance was felt when attempting to align the tension indicator as received. It was noted that the frame assembly got stuck to the handle halves due to contrast medium. Once the dried contrast medium on the frame assembly was cleaned with water, the tension indicator worked properly, and button #1 was able to be depressed as intended per the mynx control IFU. No issues were noted with respect to button 1. Per microscopic analysis, the sealant was damaged but not stuck to device components or exposed to blood, and there was dried contrast medium residue on the frame assembly as received. A product history record (phr) review of lot f2016702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature ¿was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. No issues were noted with respect to button 1 deployment. The exact cause of the reported event could not be conclusively determined. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ neither the product history record (phr) review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f2016702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) deployed in the sheath upon advancement and it got stuck during insertion into the unknown sheath, but they managed to pull the device out. The sealant just got wet too early and swelled a bit prematurely. Therefore, they ended up putting a new device into an existing sheath and it worked fine. There was no reported patient injury. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following sections g4,g7,h2, h3 and h6 have been updated accordingly. Correction h10:device available for evaluation? (Do not send to FDA). The device that was returned in this case, was inadvertently added to this case, but instead belongs to another case. The device is not available for analysis. Updated complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) deployed in the sheath upon advancement. It got stuck during insertion into the unknown sheath, but they managed to pull the device out. The sealant just got wet too early and swelled a bit prematurely. Therefore, they ended up putting a new device into an existing sheath and it worked fine. There was no reported patient injury. Additional procedural details were requested but are unknown. The device was not available to be returned for analysis. A product history record (phr) review of lot f2016702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, prep factors and/or handling factors may have contributed to the issue reported since the customer reported that the sealant was exposed during insertion into the sheath. If the outer sleeve is damaged during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.